Manufacturer narrative:
It was reported that on (B)(6) 2008 the patient underwent implantation of bard pelvisoft acellular collagen biomesh. It was reported that the patient underwent revision of vaginal sling/excision on (B)(6) 2008 along with posterior colpoperineorrhaphy due to prolapsing sling and large rectocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and urethrolysis due to stress urinary incontinence and rectocele. The patient underwent upper gastrointestinal track surgery on (B)(6) 2013, colonoscopy/removal of polyp in 2005 and gallbladder removal in 2006. The patient underwent mesh revision/removal on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria